Event description:
The bending angle of stent flap is too small. Physician need to adjust the flap with hands. But he has the same experience before. So he didn't use this set in the case and returned the device to us for investigation. Lab eval complete 8th june 2022. Visual inspection: purple pushing catheter, guiding catheter, pusher and stent returned. No visible defect noted on the stent or on any other of the components, although the angle on one flap of the stent is not as pronounced as the other. Functional inspection: 0.035" wire guide passes through.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Lab re-evaluation: 29 jun 2022. Visual inspection: stent flap on tapered end measures approx. 7.5 mm. Stent flap on non- tapered end measures approx. 7 mm.

Event description:
Supplement cancellation report being submitted due to the investigation being complete on the 20-sept-2022. Based on the investigation findings this event no longer meets the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿.

Manufacturer narrative:
Device evaluation: the oacl-8.5-7 device of lot number c1897888 involved in this complaint was returned for evaluation, with the original packaging. With the information provided, a physical examination and document-based investigation was conducted. Lab evaluation: the device related to this occurrence underwent a laboratory evaluation on the 08 june 2022. Following engineering input, the device was re-evaluated in the laboratory. On evaluation of the device purple pushing catheter, guiding catheter, pusher and stent returned. No visible defect noted on the stent or on any other of the components, although the angle on one flap of the stent is not as pronounced as the other. Both of the flaps on the stent measure approx. 7mm. 0.035" wire guide passed through. Document review: prior to distribution oacl-8.5-7 devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl a review of the manufacturing records for oacl-8.5-7 of lot number ¿c1897888¿ did not reveal any discrepancies that could have contributed to this complaint issue. It should be noted a nc is noted on the work order, however it does not impact this complaint device. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1897888. It should be noted that the instructions for use (ifu0096) states the following: ¿visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿. There is no evidence to suggest the user did not follow the IFU. Root cause review a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to becoming damaged during transport or storage. The flaps measured to 7mm in the lab evaluation. Engineering confirmed the device is within specification. Summary complaint is confirmed as the failure was verified in the laboratory. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.